Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist dispatched a siemens customer service engineer (cse) to the customer site. The cse performed troubleshooting and identified a fault at the main power supply. A new power supply was used as a replacement and allowed the instrument to be operational. Siemens reviewed the event and concluded that the service performed by the cse solved the problem. No further evaluation of the device is required.

Event description:
The customer informs that smoke emitted from the advia centaur xp instrument and no patient samples were in progress at the time of the event. There are no known reports of adverse health consequences due to the smoke emitted from the instrument.